Manufacturer narrative:
The lot number is unk; therefore, the MFR date cannot be determined. The device remains implanted in the pt and, therefore, is not available for eval. An endoscopic photograph and an x-ray image were provided by the user facility (see figures 1 and 2, page 3). Visual examination of the images indicates that the suture became embedded into the guide catheter, this may have prevented proper catheter retraction and subsequent breakage. It is possible that, due to retraction tension on the push catheter, which would have caused tension on the suture, the suture caught on the guide catheter prior to release of the suture and of the stent. There is, however, not enough info available to determine a root cause. The lot number is unk. A customer shipment history revealed two lots that were shipped to this customer in the last six months. A review of the complaint database did not reveal any add'l complaints associated with these lots. A review of the device history record for both lots did not reveal any device-related anomalies. The november 2007 15-month gi plastic stent product family complaint trent report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.

Event description:
A flexima biliary stent was used during a stent implant procedure on a female pt in 2007. According to the complainant, there was resistance during stent deployment. The physician "... Applied force ... [And] ... The guiding catheter, [broke] and remained [in the] stent ... [T]he condition of the pt [disease progression] had been bad prior to this procedure. Due to the condition of the pt, [the physician] has not planned to remove the ... Catheter [remnant] at this point." No serious injuries were reported as a result of this event. As of a week later, the catheter remnant had not been removed from the pt. There is no further info available concerning the pt's condition.